Manufacturer narrative:
It was reported that the ventilator had a leakage. Identification of issue has been done by analyzing problem description. The device¿s logs have not been available for further evaluation, as the repair is maintained by a third party service. According to the information provided by the technician, the leakage occurred on the device. The customer confirmed that the air gas module was pointed out as cause of the issue. After the recalibration of the air gas module, the issue was resolved. The issue was decided to be reported based on available information as occurrence of the leakage may lead to insufficient ventilation or no ventilation to the patient. There was no patient harm. As the repair is maintained by a third party service and there was no on-site visit by our technician no logs have been provided. The root cause to the reported issue has not been determined. H3 other text : 4112.

Event description:
It was reported that the ventilator had a leakage. There was no patient harm. Manufacturer's ref. #: (B)(4).